Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed about 35 cm from the terminal pin and only one segment was returned. A resistance test was completed to assess lead electrical performance. The measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information received indicates this left ventricular (lv) lead was partially abandoned for an unrelated product performance issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead is displaying a decrease in pace impedance measurements. Six months ago it measured 1100 ohms then four months later the impedance dropped to 522 ohms and currently the impedance measures 279 ohms. The field representative reports that the thresholds have increased and are at 3.1 volts at 0.5 milliseconds. Boston scientific technical services (ts) had the field representative test the lead in other configurations and all of the impedance measurements were in the low 300 ohms range to the high 200's. The lead is capturing fine so the outputs were increased and the physician will continue to monitor and recheck the patient in three months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.